Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis recently. No date was given. The customer hung up before further information could be obtained. Attempts to call the customer back were not successful.